Event description:
It was reported and learned through medical records that a patient with a 21mm 3300tfx aortic valve underwent a valve in valve procedure after an implant duration of nine (9) years, five (5) months due to calcification of leaflets and severe aortic stenosis. The patient experienced diastolic heart failure, nyha 11, sob, doe, chest pressure and lightheadedness. The tavr was completed with a non-edwards transcatheter valve. The patient tolerated the procedure well and was discharged on pod# 1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (impact code, clinical code, device code, type of investigation, and investigation conclusions). Engineering evaluation summary: per technical summary (B)(4), rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Per (B)(4), rev m, and (B)(4), rev o, a CAPA/scar/pra is not required as there is no confirmed product or labeling nonconformances and no other triggers are met. The most likely cause is patient factors, including hyperlipidemia, diabetes mellitus, coronary artery disease. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary 33069, rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve is being evaluated for a valve in valve procedure after an implant duration of nine years, five months due to stenosis. The tavr has not scheduled yet.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.